Manufacturer narrative:
A product investigation is in progress.

Event description:
Part of the tampon is left inside of me [foreign body in reproductive tract]. It does not come out like it should and comes off while removing, part of tampon is left inside of me [complication of device removal]. Tampon. Comes off while removing, part of the tampon is left inside [device breakage]. Consumer called stating that when removing 2 of the tampons, they did not come out like they should and came off while removing, leaving part of the tampon inside. No serious injury reported.

Manufacturer narrative:
05-feb-2021 product lot code investigation results: no failure could be identified as a result of the investigation.

Event description:
Part of the tampon is left inside of me [foreign body in reproductive tract] it does not come out like it should and comes off while removing, part of tampon is left inside of me [complication of device removal] tampon...comes off while removing, part of the tampon is left inside [device breakage] consumer called stating that when removing 2 of the tampons, they did not come out like they should and came off while removing, leaving part of the tampon inside. No serious injury reported.